Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29aug2019. The manufacturer's technical services confirmed the reported air flow out of range issue. Advised customer to check air flow sensor and valve per service manual diagnostic code section. The manufacturer¿s field service engineer (fse) replaced the defective motor controller board and the blower to address the reported problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports - air flow outside range. There was no patient involvement.